Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. Data was returned and evaluated. The reported event of 10/30/2016 was not confirmed via data. A root cause could not be determined.